Event description:
While putting patient on bypass during cardiac surgery, a water leak from the bottom of the oxygenator was noted. The surgeon was notified, bypass was stopped. The oxygenator was changed and bypass was resumed.